Event description:
It has been reported to philips that there was no image on large monitor from the left monitor lap system. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the problem. Troubleshooting actions showed a problem with the video converter. The fse replaced the video converter and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that no image on large monitor. Upon some functional test fse found that one of the videos from the external hemodynamic system was not displayed on the large display. Fse replaced the wall outlet ps nw vga booster. After replacement the wall outlet ps nw vga booster, the system was returned to use in good working order. The codes were updated based on the investigation outcome.